Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room. Blood glucose level at the time of the incident was unknown. Patient's current blood glucose was 101 mg/dl. Patient has been experiencing low blood glucose since (B)(6) 2018. Customer declined the troubleshooting for low blood glucose. Nothing will be returned for analysis.